Event description:
The customer reported that the insulin pump was not functioning and he was experiencing high blood glucose. The caller stated that he bolused, but he was not sure if the device delivered the insulin. Troubleshooting was declined as customer requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.